Manufacturer narrative:
Pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery/occlusion alarm noted. No motor error alarm noted. Motor passed motor test. Pump received with minor scratched lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and no delivery. Customer's blood glucose level was 493 mg/dl. The customer was able to rewind the insulin pump. The insulin pump kept alarming no delivery while troubleshooting. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.